Manufacturer narrative:
Eval summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A center director reported that following an intraocular lens (iol) implant procedure, a pt experienced poor vision and could not get used to the lens. The iol was exchanged ten weeks later for another lens model and power. Additional info has been requested.